Manufacturer narrative:
Stryker evaluated the customers device and was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to the ac power adaptor. The customer was informed to replace the power adaptor to resolve the issue. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.